Event description:
A pt developed an infection five days following mouth malignancy resection, mandibulectomy, left lymph node dissection and pectoralis major muscle flap reconstruction performed in 08/2005. Device with attached drain was used post op. Five days later pus discharge was observed from the area of the left clavicle. Antiobiotic was administered and the wound was washed twice a day and covered with fresh gauze.